Event description:
It was reported via repair work order that the bed had intermittent power due to the power prong on the power cord being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was missing ground prong. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined it was the power prong on the power cord that was damaged, not the ground prong as previously reported.